Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 4 months. A full evaluation of the device could not be conducted as the device was not returned. The reported system stop could not be confirmed and no log files were submitted for review. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found "down at home" by his home health nurse. It was reported that there were no alarms present at the time the patient was found and that the batteries were found to be depleted. All equipment was reportedly connected appropriately. The patient expired on (B)(6) 2015. The pump was not explanted and no other equipment is available for return.